Event description:
The customer reported the ventilator had power supply failures and was not functioning on backup battery power. The customer reported the device was not in use on a patient; therefore, there was no patient involvement or harm. The manufacturers field service engineer (fse) was able to duplicate the reported backup battery problem. The fse reported review of the device diagnostic history noted occurrences of 'backup battery not connected', and +-24/12 volt power failure and vent inop. A 'backup battery not connected' message indicates to the user that the backup battery is not detected during power on self test due to a low capacity for use. Upon low battery capacity, the ventilator may reset and on power up result in a vent inop condition. The fse reported the backup battery was dated 2008. The fse replaced the backup battery to address the reported problem and findings. Applicable final testing was performed per operating specification and passed. Per the operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. Proper care, maintenance and testing should be performed when using battery power sources.